Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30may2019. The manufacturer¿s international service technician confirmed that the green led of the power switch had an illumination failure and replaced the power switch overlay to address the reported problem.

Event description:
It was reported that the ventilator's light emitting diode (led) indicator was faulty. There was no patient or user involvement.